Event description:
The manufacturer received information alleging damage to the oxygen intake port connector occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's o2 connector was replaced to address the issue.